Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause was not determined and monitoring will be continued.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) reviewed stored device memory and noted that the high measurements were chronic and discussed potential causes and the option of increasing the alert trigger in the remote home monitoring system. No adverse patient effects were reported. This product remains implanted and in service.